Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified system error alarm related to a faulty cassette while performing automated peritoneal dialysis therapy, which resulted in peritonitis. On the same day as the alarm the patient was diagnosed with peritonitis. The event was manifested by cloudy effluent. On an unreported date, the patient was hospitalized. On an unreported date, the patient started treatment with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with physioneal therapy was not reported. At the time of this report, peritoneal dialysis effluent was clear and the patient was scheduled to be discharged from the hospital. The patient's recovery status and outcome of the event were not reported. No additional information is available.